Event description:
It was found during a baxter eval that a spectrum pump has a door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The device was found to display a door not fully latched message caused by the link screws being out of adjustment. The link screws were replaced.